Manufacturer narrative:
(B)(4).additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-junction of a one-link extension set was clogging, preventing flow. This occurred during patient infusion with hyperalimentation and intralipids using a non-baxter infusion pump. The reporter stated that the pump experience an occlusion alarm. The facility attempted to flush the tubing but was unable to clear the y-junction. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This represents report three of three.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.